Event description:
The customer reported that during shift check while checking the autopulse platform (sn (B)(6), the platform stopped working and the screen showed a "system failure" message. The customer stated that they don't know exactly what failed, and they only recalled that the screen said the device failed and stopped working. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) stopped working and the screen showed "system failure" message was not confirmed during the archive data review or functional testing. No device malfunction was found during testing, and the autopulse platform functioned as intended. Archive data review showed no significant discrepancies. The autopulse platform passed the initial functional test without any fault or error, and the customer's reported complaint was not replicated. The autopulse platform was further tested using test manikin and the 95% large resuscitation test fixture (lrtf) for 15 minutes, and the platform passed the testing without fault or error. Following service, the autopulse platform passed all testing criteria.